Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Following the successful implant of the transvenous ICD system on (B)(6) 2017, this patient was discharged on amiodarone. The patient developed an infection and the device failed to terminate a spontaneous arrhythmia. The patient was readmitted for sepsis and reoccurring ventricular tachycardia storm. The patient's medical history was significant for tricuspid valve regurgitation. Boston scientific received information that this field clinical specialist (fcs) contacted boston scientific's technical services. The fcs reported that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2018 for chronic system explant and implant of a model#g151 dynagen crt-d device and lead system.